Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the customer that the device has a tear in it. When the pouch was opened and the gallbladder was placed into the pouch, it was believed that bile spilled into the abdomen from tear in the bag (pouch). There was no indication that device was damaged on the way into the abdomen. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2021. D4: batch # u93v36. H6: component code: others (g07). Investigation summary: the analysis results for the pouch device found that it was received fully deployed. The suture and the bag were not returned for analysis. It could not be determining what may have caused the reported event. Event could not be confirmed as no bag and suture were returned for analysis. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: this device is not intended for use with any tissue that will not fit within the confines of the specimen bag and allow complete closure of the bag. Once cinched, the specimen bag cannot be readily reopened in situ. Do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents. Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments. Excessive forces should be avoided during bag extraction. If the bag with specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. Do not force the bag through the access site as this may lead to bag rupture and spillage of its contents." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.